Manufacturer narrative:
H3, h6: the associated package was returned and evaluated. The visual inspection revealed that the sterile packaging is partially open. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that these tyvek seals are sealed individually and the inspection procedure checks for the inner tyvek seal being caught in the outer tyvek seal. Therefore, this event is considered to be isolated and no further actions will be opened at this time. If this failure is discovered again, additional investigation activities may be pursued. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, after the component is placed in the inner tray, the inner tray lid should be snapped securely and sealed into the inner tray. Then the inner tray should be placed in the outer tray and the outer tray lid should be sealed to the outer tray. At this time, we have evidence to conclude that the product failed to meet specifications at the time of manufacture. Factors that could contribute to the reported event include manufacturing process errors. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka, the inner package of the journey tibia base np rt sz 6 was open and potentially contaminated the implant. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.